Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with fucidine (date not reported) was attempted; however, the issue could not be resolved.it was also reported that the patient is currently receiving penicillin treatment. Revision surgery is planned; however, it is unknown if this has occurred as of the date of this report, (B)(6), 2013

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to remove the excess skin over the abutment in (B)(6) 2013 (specific date not reported). Due to healing problems subsequent to the skin revision the patient received treatment with fucidine ointment (date not reported). It was also reported that the healing has progressed well. (B)(4). Implanted device remains.